Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the battery failure alarm was due to a defective battery (rapid decline in cell voltage). This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was on an automated impella controller (aic) for mechanical circulatory support. Upon start up, the device exhibited battery failure. The resolution for this issue is unknown. No report of patient harm or injury.